Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.